Event description:
It was reported that the device had impedances greater than 4000 ohms. Amps were increased and multiple reconnections were tried without success in resolving the problem. The device explanted and returned for analysis.

Manufacturer narrative:
Na

Manufacturer narrative:
The field experience of impedance anomaly could not be reproduced in the laboratory. The device's functionality was tested on the bench and on the automated electrical test system. No anomaly was detected; the device met all specifications. It is not known what caused the field anomaly.

Event description:
The patient presented in the clinic due to a patient notifier alert. It was observed that the hv lead impedance from rv to can was out of range. The physician elected to open the pocket and retighten the setscrews. However, the same observation was seen. The device was replaced.